Manufacturer narrative:
Investigation: visual examination of the event sample confirmed the customer complaint of inflation line detachment. A review of our complaints history confirmed this to be the first complaint for inflation line detachment on the two likely product lots and the first to complaint of this nature for this product. A review of manufacturing records was not possible as the user facility did not record the lot number. A further review of manufacturing records confirmed the presence of an inflation check carried out on 100% of this line. Root cause: the root cause for the inflation line detachment is operator error during MFR. An excess of bonding solvent during assembly likely caused the inflation line to degrade upon entry into the tracheal tube. Corrective action: following transfer of the MFR of these products a project has been raised by smiths healthcare medical to better control the application of solvent. In view of this being the first incident for this product code, this complaint will be closed without the need for corrective actions; however, this complaint has been entered into our records for future complaints trending.